Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported blocked marker lumen was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In this case, it is likely that anatomical conditions or under insertion of the device contributed to the reported no pulsatile flow from the marker lumen, thus no follow up with the account will be required. The treatment appears to be related to circumstances of the procedure. The reported treatment appears to be related to the circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after the device was successfully pre-flushed with saline prior to the procedure, the right leg was punctured, but when it was advanced into the anatomy no blood flow was observed to be coming from the marker lumen. The sutures of a new prostyle device were successfully pre-placed. The sheath was upsized to a sheath size greater than 10f in the rcfa. Pre-close was also performed on the left leg and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.